Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2013, a reporter for the lay user/ patient contacted lifescan (lfs) alleging the patient¿s onetouch ultralink meter displayed an ¿error 2¿ message. The medical surveillance specialist (mss) was unable to reach the lay user/patient for follow-up questions. The complaint was classified based on the customer care advocate (cca) documentation. The alleged issue began on the morning of (B)(6) 2013. The patient manages his diabetes with insulin pump therapy. It is not known if changes were made to his usual management routine. That same afternoon, after the start of the alleged issue, the reporter claimed the patient had symptoms of irritable and ¿high sugar.¿ specific symptoms of ¿high sugar¿ were not provided. No treatment was specified. There was no indication of misuse. The cca was not able to walk the reporter through a retest to resolve the alleged issue. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.

Manufacturer narrative:
Follow-up # 1 ¿ (10/28/2013). The patient¿s meter and test strips #3433228 and #3433158 have been returned on 10/16/2013 and 10/21/2013, respectively, and evaluated by lifescan product analysis on 10/21/2013 and 10/25/2013, respectively, with the following findings:the meter passed all testing with no faults found. The reported issue could not be confirmed. The test strips #3433228 and #3433158 were also tested and the primary complaint was not confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.